Event description:
It was reported that during a lap gastric bypass procedure, the device fired bunched up staples, some formed and some malformed, and only cut a little. The device was being fired across a staple line. Another like device was used to complete the procedure. The pouch is small, but the pt is okay.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.